Manufacturer narrative:
The instrument was received with excessive dried body fluids in the cartridge assembly. The instrument was cycled and fired the remaining 9 staples intermittently. It was concluded that the excessive dried body fluids caused the staples to feed intermittently. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that excessive dried body fluids in the cartridge assembly may have caused the reported "staples not advancing" during surgery. The instrument was receiveed with dried body dluids in the cartridge assembly and was cycled and fired the remaining 9 staples intermittently. It was concluded that the excessive dried body fluids had caused the staples to feed intermittently. Each instrument is evaluated during the asselmbly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the rep, staples not advancing. There was no consequence to the pt.